Event description:
During a coronary artery bypass graft with endoscopic vein harvest in new sv telescope would not advance completely into the subcutaneous dissector, jammed near the spoon, and would not pull out. The instrument from an ftv01, lot #jj3251, had to be broken in order to dislodge the telescope. The pt's vein was harvested through a traditional incision.

Manufacturer narrative:
D6: information unavailable. Based upon the inquiry information received and the visual examination, it was concluded that the instrument was conforming and within design specifications. The instrument was received with the handle split completely to the ferrule. The instrument's handle was split to remove the scope which was of an inappropiate size. The instrument was examined and was found to be within design specifications. Each instrument is evaluated during the assembly process to ensure that it functions properly. The diameter of the shaft has been modified to accomodate the new olympus 5.4 mm scope.